Event description:
It was reported ongoing intermittent occlusion alarms occurred. There was no reported adverse impact to the customer¿s blood glucose level. The customer continued to change supplies to resolve the issue, however, occlusions continued and a replacement pump was sent to the customer to resolve the issue.